Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, perhaps biomechanical overload, perhaps inadequate bone quality/quantity, mobility. 1 week after restoration with an enamic crown the implant had to be removed.